Event description:
It was reported that leakage occurred in the balloon before use. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The catheter was found to leak due to what appears to be a slice in the catheter body tube. The slice is located at the proximal end of the middle form area and extends under the thermal filament bond / cover. The slice in the body tube enters the inflation lumen and the balloon will not maintain inflation. The damaged length is about 0.200" long.